Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low battery, batt out limit or failed batt test alarms during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify no delivery alarm due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring. The asr exemption e2015043 was revoked on (B)(6) 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump buttons did not work sometimes. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.